Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Information was received from a health care professional (hcp) and manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported during an ins replacement procedure there were no issues with impedance pre-op. During the surgery and placement of the new ins, there were numerous open circuits on both the left and right brain. The doctor wiped down and re-inserted both extensions. All issues were resolved on the left brain. However, after several attempts they could not eliminate the open circuits on contact 11. The doctor modified the programming with the hope that the patient could avoid an additional surgery. The issue was not resolved at the time of report. No surgical intervention was planned. Additional information received 3 days later from the rep reported in the opinion of the doctor, the cause of the open circuits was due to faulty design and function of the extension kit. It hadn't been determined yet if they were able to program around the open circuit for successful therapy. It was further reported there were no plans/actions planned and they were unaware of the patient's response to the therapy. Please see manufacturer report #6000153-2016-00689 for information on the patient's concomitant system.